Event description:
It was reported that at the latest follow-up appointment, five months of remaining longevity was seen from this device. The physician suspected the battery had potentially prematurely depleted. The device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that at the latest follow-up appointment, five months of remaining longevity was seen from this device. The physician suspected the battery had potentially prematurely depleted. The device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.